Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. Programming efforts were performed and the plan is continue with the follow ups. Currently, this product remains in service and no additional adverse patient effects were reported.